Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the device evaluation noted battery depletion and front panel damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image management hub freezes after startup causing a blacked out image. The issue was found during therapeutic endoscopic sinus surgery (ess) procedure. The procedure was completed with the subject device after a 5 minute delay. There were no reports of patient harm. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the previously reported device evaluation results. The customer's reported complaint was not reproduced during the physical device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the reported issue likely occurred because internal communication stopped during operation. Image management hub (imh) movements likely stopped (froze) and the output images were not displayed. However, the root cause could not be determined. This supplemental report includes a correction to d9 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.